Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-33348.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-33348. It was reported the patient lost adequate therapy after experiencing a fall. An impedance check revealed high impedance a few contacts on one of the patient's leads. Reprogramming was able to provide needed therapy but the lead that showed high impedance was later explanted and replaced to address the issue. Note: both of the patient's leads are being reported because it's unknown which lead was liable/explanted and replaced.